Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent a revision procedure wherein the pocket site was moved above her waistline into her left flank extensions were attached and the ipg remains implanted. The patient was doing well postoperatively.